Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported during the period (B)(6) 2013, oncology patients who underwent PICC placement at the radiology department of (B)(6) were retrospectively reviewed for complications. The bd 5fr sl powerpicc were inserted with aseptic and seldinger technique under ultrasound guidance. The catheter tip was placed in the lower part of the svc and its position confirmed with fluoroscopy. All oncology patients followed the standard PICC care guidelines. The advice of the guideline includes hibiscrub handwashing pre¿ and post¿cvc care, regular dressing on designated dates, application of a transparent dressing, catheter-flushing with 0.9% normal saline and heparinised saline (50 units in 5-ml normal saline), regular inspection of the cvc site, and regular review of the ongoing need for the cvc. Three (3) powerpiccs migrated or were dislodged at some point during use. Intervention for dislodged/migrated piccs was not discussed in the study. This report addresses all three patients.